Event description:
A customer reported experiencing a cartridge alarm during the load process. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.